Manufacturer narrative:
Investigation results: device analysis findings: nc emerge mr, ous 2.50mm x 12mm was returned for analysis. Visual & tactile inspection revealed no issues with the hypotube shaft. No issues were noted with the shaft polymer extrusion. Microscopic examination of the balloon material identified a tear located 4 mm proximal to the distal markerband. A microscopic examination of the tip section found no damage. No issues identified during examination of the extrusion shaft. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. It was reported that the balloon ruptured. Device analysis confirmed the balloon material rupture with a balloon tear 4mm proximal to distal markerband. Based on the event description, it is most likely an interaction occurred between the balloon and the patient anatomy that caused/contributed to the reported event. The patient anatomy was moderately tortuous and severely calcified artery, which likely led to the balloon burst.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was found that the balloon ruptured. There were no patient complications.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was found that the balloon ruptured. There were no patient complications.